Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an iipv situation." If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified in the therapy on (B)(6) 2013 at 22:03:55. During night drain cycle four, the patient's ultrafiltration reading was 1418 ml, indicating the home patient (hp) drained 1418 ml more than their maximum programmed fill volume of 2000 ml. No further information was available.